Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that a month ago the patient had issues with her medication that caused her body to go numb. Patient did not have her external devices to turn therapy on. When patient turned stimulation back again, patient was not getting stimulation. Rep said patient was in a car accident and she got whiplash. When impedances ran at 3 volt, electrodes 0,3 and 5 are greater the 40 k ohms. 8 reference 1 937 ohms 2 1071 4 1153 6 1017 7 836 9 812 10 888 11 892 12 826 13 861 14 959 15 870 ohms rep was able to get therapy on the right with 13, 14, and 15 electrode, but now he is trying to get the left side. Rep was told that 0,3,5 is greater than 40k, so it would be best to use other combinations that don't include the 3 electrodes that are out on the 0-7 electrode array. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that the cause of the high impedance was not determined. The patient was reprogrammed and the situation resolved. The patient's weight was unknown and couldn't be made available due to confidentiality reasons. This information was confirmed with their healthcare provider. No further complications reported.